Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that incomplete sidecut and surgeon changed the treatment to photorefractive keratectomy in right eye of a patient, during lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the surgery date. Latest preventive maintenance on 19-jan-2024 and confirmed system met specifications as per service installation record. Logfile review shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The energy was stable during the whole day. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. It cannot be assessed if ablation test was within requested parameters. The energy was stable during the whole day. The logfile shows thirty-six successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about two minutes and eleven seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Treatment report shows a decentered flap and possible fluid under patient interface. The canal is not visibly venting the gas created and this might influence the outcome. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).